Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri) battery status and was scheduled for replacement. At the procedure, the device reverted to safety mode while the patient was on the table before the device was interrogated. This was confirmed when the electrocardiogram (ECG) showed the device was unipolar pacing at 72 bpm. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri) battery status and was scheduled for replacement. At the procedure, the device reverted to safety mode while the patient was on the table before the device was interrogated. This was confirmed when the electrocardiogram (ECG) showed the device was unipolar pacing at 72 bpm. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.